Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. The pump was returned to mmd for investigation. It did under infuse due to restricted roller movement, however, it did infuse at a rate the would not be considered reportable. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [Complaint(B)(4).